Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 during eye surgery, the end of the matrix midface screw was found to have a burr. The procedure was successfully completed using another device. There was no patient consequence. There was no surgical delay. There is no further information available. This report is for one (1) ti matrixmidface scr self-drill 5-4pk. This is report 1 of 1 for (B)(4).

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: manufacturing location: monument manufacturing date: 28-aug-2020. Part number: 04.503.225.04c, ti matrixmidface screw self- drilling 5mm. Lot number: 68p6134 (non-sterile). Three pieces were scrapped clip assembly, for being an excess packaging quantity. Production order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet, inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: 61p4724. Inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the complaint device ti matrixmidface scr self-drill (product code: 04.503.225.04c, lot number: 68p6134) was returned to customer quality (cq) west chester for investigation. During inspection, the device appeared to be stripped which might have happened during implantation. No other issues were identified. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. 1.55mm midface self-drilling screw. Dimensional inspection: no issues warranting a dimensional inspection were identified during evaluation. Complaint confirmed: the overall complaint is being confirmed for the device. Investigation conclusion: the device showed damage associated with usage of the device. There was no excessive burr on the screw. Hence, the overall complaint is being confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.